Manufacturer narrative:
As part of our investigation, tac performed a follow up call to the user facility and was informed that the error resolved. The device will not be returned to the service center for evaluation as it functions as intended.

Event description:
The user facility reported that an ¿e204 focus function¿ error message was observed on the device display. This error occurred with multiple scopes. The technical assistance center (tac) assisted the facility¿s endo tech with troubleshooting and confirmed the device was power cycled between scopes. Tac suggested that cable be reseated and that the equipment be switched to a different room in an effort to identify the product issue. There was no patient involvement reported. .